Event description:
A malfunction was reported on the pump with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, sending a new one with updated software. The customer was advised to use multiple daily injections as a backup therapy. They understood the need to program their settings and connect their continuous glucose monitor to the replacement pump, and they were informed about the return process for the malfunctioning pump.